Manufacturer narrative:
This event was unreportable prior to the analysis of the returned product, which revealed uplifted struts. It was then determined to be reportable. The product complaint initially came in as the vague complaint of damaged. Additional information was requested but not provided. Upon analysis of the product, it was found that there were proximal stent struts uplifted; this device is considered at risk for stent dislodgement. As such, it becomes a reportable event. There is no clinical information available that would assist in determining any contributing factors, therefore no conclusion can be drawn. The inspection of the returned product confirmed that the proximal end stent struts were damaged--the first struts and connectors were found to be uplifted, flared and bent back. It appears that the proximal end stent struts snagged on an unidentified object. No damage was observed to the distal end of the stent. The exact cause for the uplifted struts could not be determined. Lot history revealed one report of this type for this lot number to date. The device history record review confirmed that the lot met quality requirements for product acceptance.

Event description:
Stent was noted to be damaged. No further information was available. On analysis, the proximal end stent struts and connections were found to the uplifted, flared and bent back. The account reported that the product had not been clinically used in the pt.